Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/apr/2024.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification) and broken device assessed as unidentified (tear) opening (shell thickness within specification). No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.